Event description:
Information received via medtronic indicated that there was sensor glucose vs blood glucose difference. Customer reported inaccurate sensor readings that triggered a threshold suspend. Customer stated that the blood glucose value was 100 mg/dl and sensor glucose value was 40 mg/dl at the time of the event. Insulin delivery was suspended due to difference in blood glucose and sensor glucose value. The difference between blood glucose and sensor glucose reading was 60 mg/dl and was not within the target range. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.